Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02655. Item number: unknown, item name: unknown recap femoral head, lot number: unknown. Report source: literature: gaillard, melissa d., gross, thomas p (2017). Metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis. Journal of orthopaedic surgery and research, 12(79). Doi: 10.1186/s13018-017-0579-y the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, three cases displayed limited partial radiolucency following hip resurfacing arthroplasty. The patients were not revised.